Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2009, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses. Prior to implantation, a bypass surgery was performed from the ascending aorta to the innominate artery, the left common carotid artery and the left subclavian artery. The preoperative aneurysm diameter measured 55 mm. On (B)(6) 2009, a type ii endoleak was identified. (The origin is unknown.) The aneurysm diameter measured 55 mm. On (B)(6) 2009, coil embolization was performed to treat the type ii endoleak. On (B)(6) 2009, the resolution of the type ii endoleak was confirmed. The aneurysm diameter measured 55 mm. On (B)(6) 2010, another type ii endoleak of a different origin was identified. (The origin is unknown.) On (B)(6) 2011, coil embolization was performed to treat the type ii endoleak. On (B)(6) 2013, the resolution of the type ii endoleak was confirmed. The aneurysm diameter measured 55 mm.